Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The non-ge absorbant cannister was replaced to resolve the issue.

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation. The unit was replaced and case resumed. There was no report of patient injury.